Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the following was identified: control unit defective, motor found defective with excessively high idle current. Device was repaired and returned to customer (B)(6) 2013. PMA/ 510k: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported motor does not function. During the investigation the technician found the motor overheated due to high power consumption. This is report 1 of 1 for event (B)(4).